Event description:
The ICD was implanted on (B)(6) 2016. The penultimate follow-up was performed on (B)(6) 2016 without any issue. During the follow-up performed on (B)(6) 2017, the device could not be interrogated in inductive telemetry. Following livanova recommendations, a recovery procedure was performed on (B)(6) 2017, resolving the inductive telemetry issue.

Event description:
The ICD was implanted on (B)(6) 2016. The penultimate follow-up was performed on (B)(6) 2016 without any issue. During the follow-up performed on (B)(6) 2017, the device could not be interrogated in inductive telemetry. Following livanova recommendations, a recovery procedure was performed on (B)(6) 2017, resolving the inductive telemetry issue.